Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: wings part of the catheter adapter was deformed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: wings part of the catheter adapter was deformed.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received three photos which displayed the wings of the unit to be bent upward. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.